Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified vessel. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5.0-40/3.8/40 sterling balloon catheter. No patient complications were reported and the patient's status was stable.